Event description:
An alarm issue was reported with the abbott unknown phone, operating system and version. The low glucose alarms did not sound and the customer was not alerted of changes in glucose level. The customer experienced loss of consciousness and was unable to self-treat. According to the customer's application, their blood sugar was 50 mg/dl and 52 mg/dl. The customer was then provided with powdered sugar and a sugary drink (oasis) by a non-healthcare professional as initial treatment. The emergency services was called and upon arrival, the customer's blood sugar was measured on a capillary test and it showed 33 mg/dl. The customer's body temperature had dropped to 34 degrees celsius, so they take them to a hospital. The customer was given an unspecified intravenous drip by a healthcare professional as treatment for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The customer reported missing low alarm and was investigated. After attempting to identify the customer's reported configurations, the information provided in the complaint was insufficient to conduct a comprehensive investigation. The lack of the device model, operating system and application version information restricts the ability to identify potential causes of the customer's reported issue. Therefore, the reported issue is not confirmed due to the inadequate information provided. The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The operating system is unknown so product information provided is for ios. Section d. Suspected medical device and g4 - PMA/510(k)# has been populated for the freestyle librelink ios application as this report concerns a france customer. This is same/similar to us freestyle libre 2 ios application, model number 71926-01. All pertinent information available to abbott diabetes care has been submitted.